Event description:
It was reported by the patient that post a coronary drug eluting stenting treatment procedure, hair loss occurred. The physician implanted a 3.00x32mm taxus express2 drug eluting stent, and a 3.00x16mm taxus express2 drug eluting stent in an unspecified location. Two to three weeks later, the patient noticed hair loss. Additionally, the pt reports difficulty breathing. The physician does not know if the hair loss is related to the taxus stents. Further information was requested, but was unavailable.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.